Event description:
It was reported that they used the elite pass suture shuttle needle to shuttle the suture in the shoulder for a rotator cuff when the front part of the needle fell off. The customer discovered the loss when they tried to use it again and the needle could not shuttle the suture. Malfunction report form confirms that this broken piece was not removed. There was no reported delay to the surgery. They did have a back-up needle available to complete the surgery.